Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line sensor failure which was reproduced. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be an out of specification upstream sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor failure. The event happened during testing at biomed service. There was no patient involvement. No additional information is available.